Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported the night of (B)(6) was terrible and (B)(6) was also terrible. The patient stated the healthcare professional (hcp) had a hard time placing the leads. The patient noted they had been in a lot of pain. The patient noted they had pain in the shoulder, down the leg, and was having a hard time walking. The patient stated it was really bad. The hcp stated that the nerves are so sensitive and that was why the patient was in so much pain. The indication for use is unknown. It was noted the patient was going to have the lead removed on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening. (B)(4). If information is provided in the future, a supplemental report will be issued.